Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware did not pass system checkout and the computer was replaced on the system to resolve the issue. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site received "no input detected" error message. When the screen was initially turned on, it was functioning fine, but then abruptly displayed "no input detected." It was confirmed all external cabling were seated and then the system was restarted. The error message was no longer received. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: following replacement of the navigation system computer, there have been no recurrences of the reported issue.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.